Event description:
Further information was received noting that the patients generator and lead were replaced on (B)(4) 2019. The surgeon attributed the high lead impedance to fibrotic tissue on the vagus nerve. The explanted products have not been received for product analysis to date. No other relevant information has been received to date.

Event description:
During a periodic review of the manufacturer¿s programming history database, high impedance was observed on the patient's device. The device was also found to have been disabled per the data present in the database. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.